Event description:
Membrane noted to be leaking after 6 days of being fluid primed. Membrane was not in use on a patient.====================== manufacturer response for ECMO membrane, 1500======================the manufacturer response is in a letter.